Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Reportedly, the customer had filled the cartridge with approximately 400 units of insulin but was unable to verify the exact amount of insulin the cartridge was filled with. Blood glucose level was 298 mg/dl. Tandem technical support educated the customer in regards to this alarm.